Event description:
Reported indicated a vns pt had high lead impedance with systems diagnostics testing. No pt trauma or device manipulation has occurred. The vns was disabled. X-rays were performed which did not identify any anomalies per the reporter. Vns revision surgery is likely. The pt has also been experiencing a recent increase in seizures. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected.